Manufacturer narrative:
(B)(4).

Event description:
It was reported there was episodes of nsvo and pmt seen through a merlin.net transmission. The episodes did not appear to be true pmt based on v-a interval and a-a stability. Pvc pace caused an r-wave to blank causing a biventricular pace, loss of capture. The event was faster than the vt-1 detection zone causing a mismatch on the discrimination channel. It was advised to run retrograde testing program changes.